Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. White particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture confirmed by bedside ultrasound. Physician later reported there was no rupture and only a left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
F2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture was identified via "bedside ultrasound". Physician later reported there was no rupture.

Event description:
Healthcare professional reported left side rupture confirmed by bedside ultrasound. Physician later reported there was no rupture and only a capsular contracture, baker grade IV. Device has been explanted.